Event description:
Revision surgery - the pt had instability in the left hip. The surgeon removed 52 cup, 34 liner with 10 degree hooded head, and 34 head neutral.

Manufacturer narrative:
The reason for this revision surgery was to remedy instability after 4.1 years of patient use. The outcomes attributed to this event are non-serious. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the (B)(4) complaint for this part number: two due to infection, two due to dislocation, and one was malpositioned, two for instability, and one implant failure. This is the first complaint for this lot number. The root cause for the instability was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.